Event description:
It was reported that some time post port placement, the catheter was allegedly damaged. It was further reported that the catheter allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that some time post port placement, the patient experienced pain and swelling around the neck after infusion. It was further reported that the catheter was allegedly damaged and anticancer agent allegedly leaked subcutaneously. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The catheter was noted to be partially degraded near the 15.0cm and 16.0cm depth marks. The investigation is confirmed for the reported catheter fracture and fluid leak issues and the identified wear and deformation issues, as a partial compound break was noted approximately 2.3cm from the distal end of the cath-lock. The surfaces of the partial compound break was noted to be round and glossy. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4(expiry date: 02/2019), g3, h6(device) h11: d4(medical device lot), h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.